Event description:
It was reported that both the low and empty reservoir volume alarms occurred. Initially the pump reservoir noted 4.3 ml, later there was a low and empty reservoir alarm. The pump was programmed to a 0.053 ml priming bolus earlier. It was later reported that a catheter dye study revealed dislodged catheter from the spinal site/intrathecal site. Pt had withdrawal symptoms; increased abdominal and back pain. The drug infused via the pump include morphine, 1.2mg/day conc. 10mg.ml. Catheter was revised and pt recovered without sequelae.

Manufacturer narrative:
(B)(4).